Event description:
The customer reported the fowler release handle has disassembled from the unit. It is further reported that there are no adverse consequences.

Manufacturer narrative:
If one fowler release handle is broken, the fowler can still be lowered via the second handle. However, it could not be confirmed if in fact only one handle was broken, therefore an MDR will be filed.